Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as low as 50mg/dl and 70mg/dl. Troubleshoot was conducted. The customer treated lows with orange juice. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive act button due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.